Event description:
Treatment table was in use in pt department treating pt for neck injury. Therapist was adjusting table height and the head of the table dropped. Pt immediately complained of increased neck pain.